Event description:
In 2007, it was reported to boston scientific corporation that a colonoscopy with biopsy procedure using radial jaw 4 biopsy forceps was performed (a female pt, weight unk). According to the complainant, " the pt received a total colonoscopy with biopsy on three days earlier. Biopsies were taken and the pt tolerated the procedure well. The pt was transferred to the endoscopy suite and upon observation, the pt continues to have a low-grade, but definite lower abdominal discomfort. A non-contrast CT scan was performed and revealed scattered small pockets of air free in the abdomen, with one area in the proximal descending colon suggestive of being the site of air. Given this information the pt went into surgery for a colonic perforation." It was further reported that "the pt tolerated the procedure well" and did not experience any complications. The pt was discharged from the hospital on original date.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unk. The lot number of the suspect device was not provided; therefore, the customer's shipment history was reviewed to identify a potential lot (s) for the suspect device. Three lots shipped prior to the reported incident. Review of the device history record for these lots revealed no anomalies. A search of the complaint database revealed two additional complaints received for lot # 9647656 for an unrelated issue (jaws would not close), while no additional complaints were recorded for the other two lots. The august 2007 15-month radial jaw 4 biopsy forceps product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.